Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped. There was patient involvement; the patient was bruised as a result of the event.

Manufacturer narrative:
The device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped. There was patient involvement; the patient was bruised as a result of the event.